Event description:
It was reported that spectrum pump turns off by itself. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, device turns off by itself, which was not reproduced. The reported symptom was confirmed through review of the event history log by the presence of improper shutdown messages which is the result of the pump shutting off by itself, and were found to be caused by back flex chaffing. The rear case was replaced.